Event description:
The recipient is reportedly experiencing tolerance issues with device use. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of tolerance issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.